Manufacturer narrative:
Corrected data: b.3., b.5.

Event description:
Patient reported left side rupture. Healthcare professional confirms left side rupture, pain and discomfort. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat and yellow particles in the surface of the shell. No openings observed in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side rupture. Healthcare professional confirms left side rupture, pain and discomfort. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional confirms left side rupture. The device remains implanted.